Event description:
It was reported patient complained of tenderness at the device location. The pocket was moved from mid back to right buttocks. No additional components were used or replaced. The patient was getting adequate relief from her pain with her stimulator at present.